Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reamer/grater is dull.

Manufacturer narrative:
The grater head associated with this report was not returned. Product / lot information is not known. Dulling of the cutting features over time is not unreasonable to expect. It is unknown how long the grater has been in-service. A lot code is required to determine manufacturing age. The investigation is unable to draw any conclusions with the information available. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.